Event description:
It was reported that during procedure, guidewire could not be advanced, removed or torqued. The microcatheter was removed and an unsuccessful attempt was made to remove the broken portion of the guidewire using a snare device. The physician continued pulling until the guidewire broke and approximately half of the guidewire remained in the patient. The patient developed a basilar artery thrombosis which the physician was able to re-canalized (unknown treatment administered). The patient was reported to be in a comma.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed to determine the alleged device issue. However, embulus which could contribute to thrombosis is a known risk associated with endovascular procedures and is listed as such in the directions for use (dfu). Therefore, a assignable cause of anticipated procedural complication has been assigned to this event. Subject device is not available.